Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Patient's husband stated left foot started to hurt after physical therapy. Took x-rays before and after physical theraphy and noticed 2 broken screws and the 3rd was backing out of the plate. Patient's left foot was revised on (B)(6) 2017.